Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test due to prime anomaly. The operating currents are within specification and passed self-test, a21 error test, rewind, basic occlusion test and displacement test. The insulin pump had cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported that the insulin pump alarmed no delivery while priming, bolusing, and during basal. The insulin pump alarmed no delivery again while troubleshooting after 1.5 units. The insulin pump failed priming. Customer's blood glucose level was 303 mg/dl. The customer used their backup plan to treat their blood glucose level. The customer was advised that the device would be replaced and agreed to return the product for analysis.